Manufacturer narrative:
The company service representative examined the system and replicated the reported event. The female dovetail and dovetail spacer were replaced to resolve the issue. The system was then tested and met all product specifications. The system manufacturing device history record (DHR) was reviewed. Based on assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to an internal component and/or wear/reliability as the dovetail parts were found to become loose. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A healthcare professional reported a loose dovetail mount. It was noted approximately one month ago and has been being used since. There was no patient harm.